Manufacturer narrative:
Exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg frequently and was taking longer period to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the facility.